Event description:
"Rn was hooking up pt's tpn lipids when the IV pump was started, the 2 port minivolume extension set began leaking. Pt's extension set was replaced. No harm to pt." No add'l info was available.

Manufacturer narrative:
The device has been requested but has not rec'd; should the device become available and evaluated, a follow-up will be submitted.